Event description:
This pt underwent breast reconstruction for minimal development of left breast in 1991. Presented with complaints of mass in left breast and firmness in left breast and requested removal of implant. On 12/19/94, she had exploration of left breast for mass, removal of implant, open capsulotomy and capsulectomy. There was capsular contracture of the left breast.